Manufacturer narrative:
Additional information: as per the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Additionally, the device reportedly moved from its original position which most likely contributed to the observed head and cervical pain. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is planned but no date has been scheduled yet.

Event description:
Recipient reports hearing only noise with the device, also when in situ testing is being done. The user reports an internal sound, like a short circuit and a cervical pain. A headache localized in an area of the head started approximately in (B)(6) 2019 (6 months prior to the follow up). In addition, an abnormal location of the implant coil was reportedly observed, being displaced to the pinna and apparently moving downwards. No swelling at the implant site was noted. The user will be re-implanted. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient reports hearing only noise with the device, also when in situ testing is being done.